Event description:
It was reported that information was received from a manufacturer representative stating the patient experienced a post-implant brain bleed and was hospitalized for five days followed by rehabilitation. It was further reported that therapy was off and the patient completed the first charging session after implantation prior to the post-operative appointment and initial programming. During that appointment, the patient informed the manufacturer representative that after recharging, the following day the heart rate increased and remained elevated. The representative reported the patient sought medical attention and an electrocardiogram was normal. The representative also reported that the patient did not feel any heat from the recharger. It was reviewed that it would be unexpected for recharging to cause this issue. The representative advised the patient to continue monitoring the issue, and the patient¿s primary care provider also recommended monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.